Event description:
The husband of a female patient reports that one of her battery packs, when placed in the charger, causes the battery fault icon to light. The husband reports removing and reinserting the pack several times with the same result. A replacement battery pack was provided to the patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack was completely discharged. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.